Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self test, reset error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test verify off no power, low battery alarm or any alarm due to blank display. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches to the display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was received with no battery cap, unable to verify battery cap corroded.(B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 400 mg/dl. The caller reported that the battery had gone out two or three times a day and that there was corrosion. The customer had treated with a bolus and declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.